Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx1086 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with power PICC catheter which is performed push-stop technique with 10 cc syringe. Saline solution leakage is observed proximally from the catheter. Catheter previously returning without difficulty. Upon questioning with the nursing staff, they indicated the use of a 10 ml syringe for a push-stop technique.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. The extension tubing markings were completely worn. A partially circumferential split was observed near the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material discoloration, buckling and necking were observed in the vicinity of the split. The split characteristics and accompanying material deformation were consistent with material fatigue failure caused by repetitive stress, including torsional (twisting) stress. The location of the damage suggested that device securement, access and maintenance techniques may have contributed. A lot history review (lhr) of recx1086 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with power PICC catheter which is performed push-stop technique with 10 cc syringe. Saline solution leakage is observed proximally from the catheter. Catheter previously returning without difficulty. Upon questioning with the nursing staff, they indicated the use of a 10 ml syringe for a push-stop technique.